Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 493 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed and insulin was exited. The insulin pump will not be returned for analysis.